Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a coronary procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The 95% stenosed target lesion was located in the non-tortuous left posterolateral branch of the coronary artery. The lesion was treated using balloon angioplasty, however there was still difficulty tracking equipment after balloon angioplasty. A decision was made to use orbital atherectomy, and after one treatment pass, the device made an unusual, high-pitched noise and stopped spinning in the artery. The oad was removed, and a small perforation was observed. Balloon angioplasty was performed for five minutes, and the perforation was contained. The procedure was aborted without further intervention, and the patient was fine following the procedure.